Manufacturer narrative:
(B)(4). D10: medical product: cruciate retaining right size 4 pps standard femur: catalog#42508605602, lot# 66581745; articular surface medial congruent (mc) right 10 mm height: catalog #42522100310, lot#66565691; canary tibial ext 14x58mm: catalog #43557005814, lot#022672. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, one and a half years post-implantation, the patient continues to experience pain and swelling in the implanted joint. Additional medical intervention has not been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g1; g3; h2; h3; h4; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.